Manufacturer narrative:
Eval summary: no lot code or sample was provided by the customer. No further eval or root cause analysis can be conducted at this time. There does not appear to be a reportable malfunction associated with this complaint. No root cause could be determined however this complaint is consistent with improper lens care practices. No lot code or sample was provided by the customer. No further action is warranted at this time. Add'l info requested by mail on 12/09/2010 and by phone on 12/16/2010. (B)(4).

Event description:
A consumer reported her daughter experienced an eye infection about a month ago following use of this product. She stated her daughter was treated with an unspecified antibiotic and her symptoms resolved.